Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device and was not able to do a total drain on the device to ship in for repair.

Event description:
It was reported that the biomed had arctic sun device and was not able to do a total drain on the device to ship in for repair. Per follow up information received via task on 04nov2024, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Empty when it was received at the depot. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, manifold o-ring, drain valves, tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use the reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.